Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported problem was confirmed, the image disappears due to contact failure of the video connector. The connector is cracked and failed the water leak test. The cable unit is twisted and the camera head mount has corrosion. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed via service request that the customer camera head has an ¿image defect, suspected disconnection¿. The customer problem was found during an unspecified event. No death, injury or harm was reported. The camera head will be returned to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported event was confirmed. It was identified that the image failure was caused by the contact failure of the video connector. The cause of the mentioned communication failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from the customer was received which stated that the event was found after the procedure, that there were no abnormalities found during pre-use inspection, and the procedure was completed using the same device with no harm on the patient.